Event description:
The customer returned the device stating, ¿the pump presents a continuous alarm¿; during device evaluation it was found that the downstream occlusion (dso) sensor was faulty. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "the pump presents a continuous alarm" was confirmed through event history log (ehl) inspection. The cause of the reported issue was a faulty downstream occlusion (dso) sensor and replicated by the technician. Replaced the dso sensor. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.